Event description:
It was reported that: during a case, the user observed that the piston movement of the ventilator showed that the ventilator was not adequately ventilating the pt. The user hit the ventilator override button and manually ventilated the pt on the machine. During manual ventilation, the user stated that there appeared to be a leak in the system, because the user needed to keep pushing the flush button to refill the reservoir bag. The machine was replaced with another unit to complete the case. No pt injury.